Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection showed no external damages or defects. The device did not make the starting up sound and it made no audio when the alarm limits were breached. During operational and functional testing, the device was able to obtain readings and visual status indicators were functioning. Internal inspection found that the speaker had an open circuit across its cables. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. (B)(6).

Event description:
The customer reported: "no tone (initializing, alarm, pulse) sounds." No consequences or impact to patient were reported.